Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
An adhesive patch was returned for evaluation. A visual inspection was performed and testing concluded that an investigation was unable to be provided due to only the adhesive patch being returned. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.